Event description:
During a pre-peritoneal approach for a laparoscopic hernia repair procedure, it was reported by the affiliate that the balloon broke while being inflated. A new balloon was introduced to complete the case without complications. There was no pt consequence.

Manufacturer narrative:
H6; code 100: balloon tore about 1/8" up from base. 1 1/4" hole missing from distal portion. Based upon the inquiry info received and the visual examination, it was concluded that the balloon had torn at the distal tip, making the instrument non functional. The instrument was received with a torn balloon. There was a small distal section, approximately 1 1/4" in diameter, which was missing from the balloon. The point of propagation was determined to have been at approximately 120 degrees from the stopcock position and 1/4" from the attachment ring. No conclusion could be reached as to how the balloon had become torn. Each instrument is evaluated during the assembly process to ensure that it functions properly. Co strives to understand each incident as it occurs in order to continuously improve co's products.